Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (BG) level that was displayed as "High", although specific value was not provided. Multiple attempts were made by Tandem¿s Technical Support to obtain additional information; However, no response was received.